Event description:
A customer reported that their pump battery was depleting too quickly, which led to a pump shutdown. Despite the issue, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was educated on the impact of the pump shutdown, resumed insulin delivery, and acknowledged understanding. The pump was noted to be out of warranty, and the customer was transferred to sales for further assistance, although no resolution process had been initiated.